Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 96 mg/dl at the time of incident. Troubleshooting was performed and customer was advised that alarm may have been caused by infusion/ reservoir occlusion. The cause of alarm could not be determined without a complete set change. Customer was advised to change complete set. The reservoir will not be returned for analysis.